Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI number. Missing manufacture date. No part returned.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera was damaged. There was no patient present when this issue was identified.